Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. Subsequent testing of another sample from the same the patient, on an alternate access immunoassay system, also recovered results above the ami limit. The customer stated the erroneous results were released out of the laboratory, and the patient was admitted to the hospital as a result. There has been no report of current patient outcome.

Manufacturer narrative:
The customer stated there were no system errors in the event log at the time of the event and declined service. The customer-supplied data from (B)(6) 2012, indicates all system parameters (including quality control (qc) and calibration curve) performed within the assay/instrument specifications; all levels of qc performed within 1-2 standard deviation (sd) of the laboratory's established ranges; all levels of calibrators passed within the acceptable percent coefficient of variation (%cv). The customer stated the sample was collected into a becton dickinson lithium heparin gel separator tube and was filtered prior to analysis. The patient was from the hospital's emergency department. A clear cause of the event is unknown.